Event description:
White insulated tip of harmonic scalpel came off in the patient while in use- lot#p94589 second scalpel opened-white insulated tip of harmonic starting to detach with minimal use-lot#r92f5k